Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fluids, and white particles. A leak test was performed and no leakage was found the fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is no openings were observed during the analysis.

Event description:
Physician reported side unspecified "early cicatricial disunion for breast prosthesis exposure." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: tissue damage: improper patient selection, tissue expander selection, placement and inflation may result in tissue damage and require premature explantation of the tissue expander. Signs of tissue damage include abnormal skin pallor (e.g., blanching), erythema, edema, pain, or tenderness, and should be promptly investigated. In the absence of other signs, some temporary erythema may occur, and is a recognized normal tissue response to expansion. The stresses of the expanding device may induce pressure ischemia and necrosis, especially in tight or thin-skinned areas. Folds in a partially filled tissue expander may also result in thinning and erosion of adjacent tissue. Excessively rapid tissue expansion may compromise the vascularity of the overlying tissue. Tissue viability may be adversely affected by radiotherapy, steroid use or other drug therapy in the surgical pocket, excessive heat or cold therapy, and smoking.

Event description:
Physician reported side unspecified "early cicatricial disunion for breast prosthesis exposure." The device has been explanted.